Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, cut was noted on the cable and metal sheath was exposed, faded serial plate was noted and the reported issue was confirmed due to a faulty charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a therapeutic procedure, the camera head did not have image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.